Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys was thoroughly evaluated and the reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported intermittent system lock ups. No pt injury or death was reported pertaining to this complaint record.